Manufacturer narrative:
Pt's gender: unk. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "poor aspiration" (aspiration issue); "poor cutting" (failure to cut). A surgeon reported the cutting performance was poor and would not aspirate. The problem was solved after the probe was replaced.